Manufacturer narrative:
The e-100 generator has been evaluated by the failure analysis (fa) team. Fa was not able to reproduce the reported complaint. The unit was installed onto the test system and manually power cycled 10 times. The e-100 generator powered on with no issue each time. The vessel sealer instrument was installed onto unit with a saline dipped gauze in the jaws. The e-100 generator was fired with yellow pedal/sync activation and performed cuts and seals about 100 times. It worked fine without any issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the e-100 generator to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer contacted a technical support engineer (tse) and reported that the e-100 was giving them an error. Before calling in, the customer already restarted the e-100 twice without improvement. The tse checked the logs and found error 25902 pointing to a seal error. The tse requested the customer to use a new instrument, but the customer explained to the tse that the e-100 was not turning on anymore. The surgeon was using the erbe generator instead of the e-100 and was managing to continue like this. No more troubleshooting could be done due to the ongoing surgery. The e-100 most likely needs to be replaced. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the field service engineer (fse) and obtained the following additional information: the fse confirmed that he could not reproduce the fault whilst on site.